Manufacturer narrative:
This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00090. The manufacturer report number for the first product in this case is 8022269-2013-00089. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using the o.b non-applicator tampons, vaginally, for menstruation (lot number 0823m8851, frequency and expiration date unspecified). After an unspecified duration, she experienced issues of pulling the string out of tampon and had issue of removing tampon after it was inserted. She tried tampon from second box and experienced the same issue. She had been using tampons from a long time without any problem. After an unspecified duration, on (B)(6) 2013, use of the device was discontinued. Outcome of the event was unknown. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The consumer stated that after unwrapping the device and before inserting it she had noticed that many of the strings were not tied and were pulled out of the tampon. The consumer provided a valid lot number with the complaint. The manufacturer had not received a returned sample as of (B)(6) 2013. The device was used as intended for treatment. A review of the trending data revealed a peak during this period and a trend for the reported lot number. Review of product related issue showed no changes related to this complaint. No anomalies were met based on the inspection of the retain sample and device met specifications. The manufacturing and packaging batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. Based on the investigation results, assignable cause was identified in the investigation and corrective actions were implemented after the production of the complaint lot. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00090. The manufacturer report number for the first product in this case is 8022269-2013-00089. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using the (B)(6) non-applicator tampons, vaginally, for menstruation (lot number 0823m8851, frequency and expiration date unspecified). After an unspecified duration, she experienced issues of pulling the string out of tampon and had issue of removing tampon after it was inserted. She tried tampon from second box and experienced the same issue. She had been using tampons from a long time without any problem. After an unspecified duration, on (B)(6) 2013, use of the device was discontinued. Outcome of the event was unknown. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The consumer stated that after unwrapping the device and before inserting it she had noticed that many of the strings were not tied and were pulled out of the tampon. The consumer provided a valid lot number with the complaint. The manufacturer had not received a returned sample as of (B)(6) 2013. The device was used as intended for treatment. A review of the trending data revealed a peak during this period and a trend for the reported lot number. Review of product related issue showed no changes related to this complaint. No anomalies were met based on the inspection of the retain sample and device met specifications. The manufacturing and packaging batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. Based on the investigation results, assignable cause was identified in the investigation and corrective actions were implemented after the production of the complaint lot. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The consumer spoke to a physician who advised her to discontinue the use of device and no treatment was prescribed to her. She started using a different product. On (B)(6) 2013, the returned sample was received. The analyst performed a visual inspection of the detached string tampons received, it could be observed and confirmed that the strings broke in the same place close to the dome of the tampon. Therefore, even if the strings were manipulated by the consumer, this complaint was confirmed. A string tampon test was not performed because the two (B)(6) non-applicator tampons received were unwrapped and the strings were detached from the tampon (non-reportable defect). The consumer reported information was verified by the returned field samples, disposition is confirmed. The complaint lot was manufactured before the implementation of the corrective actions identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00090. The manufacturer report number for the first product in this case is 8022269-2013-00089. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using the o.b non-applicator tampons, vaginally, for menstruation (lot number 0823m8851, frequency and expiration date unspecified). After an unspecified duration, she experienced issues of pulling the string out of tampon and had issue of removing tampon after it was inserted. She tried tampon from second box and experienced the same issue. She had been using tampons from a long time without any problem. After an unspecified duration, on (B)(6) 2013, use of the device was discontinued. Outcome of the event was unknown. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.